Event description:
On 11-sep-2024 apifix was notified that patient #(B)(6) is scheduled for a planned explantation (removal) procedure on (B)(6) 2024.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. On 11-sep-2024 apifix was notified that patient #579 is scheduled for a planned explantation (removal) procedure on (B)(6) 2024. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Planned explantation (removal) procedure is scheduled for (B)(6) 2024. Apifix will file a followup medwatch report after the removal procedure.